Event description:
It was reported that prior to a breast biopsy procedure, the outer package of the device was allegedly cracked. It was further reported that the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 3 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three encore probes were returned for evaluation. During visual evaluation, the sample was sealed and no other anomalies were noted on the device. A crack was noted to the plastic packaging. Functional testing cannot be performed due to the reported failure. Three electronic photos were provided and reviewed. The first photo shows the tear/crack on the packaging of encore probe, but the device is not fully visible. The second and third photo also shows the tear/crack on the packaging of encore probe. Based on the photo review the reported crack can be confirmed. Therefore, the investigation is confirmed for the reported crack on package. A definitive root cause for the alleged crack on the package could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 04/2022), g3. H11: e3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 3 for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three encore probes were returned for evaluation. During visual evaluation, the sample was sealed and no other anomalies were noted on the device. A crack was noted to the plastic packaging. Functional testing cannot be performed due to the reported failure. Three electronic photos were provided and reviewed. The first photo shows the tear/crack on the packaging of encore probe, but the device is not fully visible. The second and third photo also shows the tear/crack on the packaging of encore probe. Based on the photo review the reported crack can be confirmed. Therefore, the investigation is confirmed for the reported crack on package. A definitive root cause for the alleged crack on the package could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022), h11: h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a breast biopsy procedure, the outer package of the device was allegedly cracked. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 5 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were also provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the outer package of the device was allegedly cracked. There was no patient contact.